Event description:
During a patient event, it was reported that the device charged up to shock but it lost power before the shock was administered to the patient. The patient had a witnessed collapse and CPR was in progress when emt arrived in approximately 2-3 minutes following dispatch. It was not known how long CPR was given to patient prior to emt arrival. The local sheriff arrived just as the device lost power and connected a lifepak 500 defibrillator with a different set of electrodes within a minute. The patient received a defibrillation shock with the second defibrillator. The patient was resuscitated but passed away four days later at the hospital.

Manufacturer narrative:
(B)(4): physio-control¿s clinical specialist review of the reported event determined that the device use did not contribute to the patient outcome. Physio-control evaluated the device and observed proper device operation through functional and performance testing. The reported issue was not duplicated. The event data recorded by the device shows that the device power was turned off approximately seven seconds after defibrillation charge was completed. It has not been conclusively determined how the device was turned off, however, it appears likely that the device on/off power switch was inadvertently pressed and caused the device to be turned off. A replacement device was provided to the customer.